Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up. Review of stored egm strips revealed intermittent ventricular undersensing, pseudo-pseudo fusion and functional loss of ventricular capture. Programming changes were recommended. The patient was asymptomatic.